Event description:
Vagina uncomfortable (because of how wide is expands) vulvovaginal discomfort. Uncomfortable- tampon medical device site discomfort. Tampon hurts to pull out- vagina vulvovaginal pain. Hurts to pull out- tampon medical device site pain. Vagina uncomfortable because of how wide is expands device physical property issue. Hard to get out device difficult to use. Tampon hurts to pull out complication of device removal. String on the pearls unraveled device breakage. Case narrative: consumer reported via phone that the tampon strings were unraveling. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.